Manufacturer narrative:
The company service representative examined the system and found the dovetail to have loose screws, confirming the reported event. The company service representative tightened the screws to resolve the issue. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an internal-component wear and reliability issue, as the screws were found loose. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a loose dovetail on the aberrometer during cataract surgery with intraoperative aberrometry. Additional information is requested.